Manufacturer narrative:
The device was received for analysis. Previous to the analysis of the ICD, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. However, the charging time was longer than expected. At a next step, the memory content of the ICD was inspected, showing a normal device function while implanted and in service. There were 17 charging cycles were documented in the device memory and the battery status was found to be eri, as mentioned in the complaint description. The interrogated current consumption of the device proved to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the electronic module was attached to an external power supply to check its functionality. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery a reduced electrical resistance localized on the array of cathodes was identified, which led to an elevated internal self-depletion within the battery and therefore to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis all therapy functions of the ICD were entirely available while the device was implanted and in service.

Event description:
Ous MDR - after an implantation period of approx. 48 months, the ICD indicated eri during a routine follow-up whereas last home monitoring transmissions showed remaining battery capacity of 84%. The patient was hospitalized, the ICD was explanted and not returned for analysis. No adverse patient side effects have been reported.